Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized. This was related to the fact that the patient received multiple shocks and the device exhausted therapy. The patient had true ventricular tachycardia with multiple bursts of anti-tachycardia pacing. It was reported that this might have occurred because of a possible loss of capture as there was confirmed fluctuating thresholds. Impedances and sensing were within range. An x-ray revealed the helix on the ventricular lead was completely retracted. No adverse patient effects were reported related to this lead issue. It was also reported that another device may be implanted as this cardiac resynchronization therapy defibrillator (crt-d) was too big for the patient's anatomy.

Manufacturer narrative:
The patient developed an urinary tract infection and the revision procedure was postponed. Information suggests this lead and device remain in-service. Should additional information become available this event will be updated.